Event description:
Two patient samples with low sodium results that were higher when repeated on another analyzer, same methodology. Patient 1, initial result gave 127 mmol/l; repeat gave 137 mmol/l. Patient 2, initial result gave 132 mmol/l; repeat gave 139 mmol/l. No adverse events were reported in association with the incorrect results. The field service representative was unable to determine the root cause. Precision tests performed which were within specification.